Manufacturer narrative:
H6- health effect- clinical code 4581: surgically induced astigmatism. (B)(4)

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient presented with a good amount of surgically induced astigmatism. The patient is 5 months post-surgery now and refraction and topography are stable. Healthcare professional requested a medical consult for a potential lens exchange. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.